Event description:
It was reported that during an unrelated ipg replacement procedure on (B)(6) 2022, it was noted that patient's paddle lead was damaged so the procedure was abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient's lamitrode lead was explanted and replaced. Coverage was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.